Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event. It was reported that the tooth that held the oscillating saw attachment device in place on the small battery drive device looked broken, resulting in excessive vibration/chattering. The event was not reported to have occurred during surgery. There were no delays to a surgical procedure. It was unknown if a spare device was available. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.